Event description:
The consumer reported that it felt like it was burning inside of him and his skin was red over the implant. The patient was going to follow-up with their healthcare provider and it was reviewed they could turn off the implant until that time. The indications for use were non-malignant pain and complex regional pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.